Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1, 1.2 was not detected on bus. A field service engineer reseated all cables and wires, cleaned inseps examined pyxibus cable and retractor band. Verified operation in hardware test application. Then removed tablets from the tray. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus, which located on (B)(6). The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.